Event description:
Per the clinic, the patient experienced extrusion of the implant magnet through the skin. Plans are in place to explant the device; however, the procedure has not yet occurred as of the date of this report. Additional information has been requested but remains unavailable at this time.